Event description:
Patient was brought to cath lab for diagnostic heart catheterization, status post corrective surgery for congenital heart disease. In the middle of diagnostic procedure, fluoroscopy malfunctioned. This writer understood the main problem to be that the "b" plane was only working intermittently. Biomed rep arrived after being paged and assessed the problem to be the foot pedal that controls fluoro (as pressed by md during case). New foot pedal was ordered.